Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 18-oct-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The lesion was predilated with a bsc balloon catheter. A 2.25*32 mm promus element drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.  Device eval by manufacturer: promus element,mr,ous 2.25x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip.